Event description:
It was reported that a malfunction alarm, identified as malfunction code malf 0, occurred. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction code reappeared, which the customer acknowledged and understood.